Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation.

Event description:
It was reported that ischemic stroke occurred. A concomitant pulse field ablation (pfa) and left atrial appendage (laa) closure procedure was performed using a faradrive steerable sheath, farawave catheter, and 24mm watchman flx pro closure device. Pfa was delivered via the farawave catheter to the pulmonary veins, left atrial posterior wall, left atrial mitral isthmus, and right atrial cavotricuspid isthmus and was completed over the course of three (3) hours. The watchman flx pro closure device was successfully implanted during an additional thirty (30) minutes and the procedure concluded. During the procedure and post procedurally no peri device leaks from the watchman flx pro closure device, no intracardiac thrombus, and no abnormalities were noted. The patient was discharged on a post procedure medication regime of eliquis. Three (3) days post index procedure the patient reported to the emergency department and was hospitalized. Computed tomography identified a mild ischemic stroke requiring no intervention. The patient was discharged and the ischemic stroke related symptoms resolved within days.